Manufacturer narrative:
It was reported that spaceoar was implanted in (B)(6) 2018. The procedure was described by the implanting physician as normal and the gel appeared to form in the expected location. On (B)(6) 2019, the patient presented with a urinary tract infection and possible abscess. CT imaging confirmed the presence of a prostatic abscess. The abscess was cultured and the cultured organism was reported to be e. Coli. The implanting physician stated that he believed the abscess to be related to the uti. Review of the device history records for lots shipped to the site indicate that the devices were manufactured to specification. All sterilization requirements were met. A root cause for the patient's uti and abscess could not be determined from the available information.

Event description:
It was reported that patient developed a urinary tract infection and a prostatic abscess several months after a procedure to implant spaceoar. The patient was treated with IV antibiotics and the abscess was drained.